Event description:
It was reported that the "extra morning dose" setting was changed from a value of 1.9 to 1.5 on the cadd legacy pump. The hospital staff who made this change was unable to reverse it. The patient was connected to a spare pump as a result of this issue. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
Device evaluation: one cadd duodopa pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection, user mode, occlusion, and pressure testing were performed. The reported "no disposable attached" problem could not be duplicated. During investigation, in user mode testing the pump ran normally with no errors. Also, both occlusion and pressure testing passed. Due to evidence of reported problem in the event log the pump downstream occlusion sensor will be replaced as preventative maintenance.